Event description:
The customer stated that she was hospitalized with a high blood glucose reading of 1200 mg/dl. The customer stated that she was found unconscious by her neighbor prior to the event. The customer stated that she is new to insulin pump therapy and will be having another training session with the diabetes educator. The customer stated that the insulin pump was checked and it was fine. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.